Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our german affiliate, during deployment of a 26mm sapien 3 valve in aortic position, the balloon did not inflate due to a ¿torn balloon¿. The valve was able to be pulled back into the e-sheath without issues. New devices were used and the valve was implanted successfully. The delivery system will be returned for evaluation. As reported, device preparation was performed without issues. There was no balloon valvuloplasty (bav) performed. Valve alignment was performed without any problem. The commander delivery system was tracked through the aorta and positioning of the valve in the annulus was performed without difficulty.

Manufacturer narrative:
UDI #: (B)(4). The commander delivery system was returned to edwards for evaluation. Preliminary engineering visual inspection of a returned commander delivery system confirmed a tear in the crimp balloon proximal to the I/c bond. In addition, visual inspection revealed a longitudinal cut on the inflation balloon (caused after the procedure by the doctor in order to remove the valve), minor flex tip gouges, slight kink on balloon shaft just distal to the default markers, and the sheath liner expanded as designed with no liner tear and minor distal tip damage (sutures were attached to the sheath). Functional testing was not performed due to the condition of the returned device (crimp balloon torn, inflation balloon cut). Dimensional testing was performed on the wall thickness of the crimp balloon proximal to the observed separation and was found to be in within specification. Of note, the area distal to the separation could not be measured as that area consists of the bond area and inflation balloon. Thicknesses deviating from the specification per drawing could have contributed to the reported event and/or be indicative of a manufacturing non-conformance. During manufacturing, the entire delivery system (including the crimp balloon, inflation balloon and nose tip) was 100% inspected for the following: proximal leg ids, fish eyes, crow¿s feet, gel spots, scratches, wall thickness, proximal and distal ID, bubbles, and smooth bond joint with no gaps between components. The crimp balloon and inflation balloons are 100% visually inspected by both manufacturing and quality for distorted/pinched folds. The balloons are 100% inspected for pleating, folding process, fold lines, distorted/pinched folds. In addition, the assembled device underwent 100% final inspection by manufacturing and quality for the following: distal to proximal visual inspection for damage (kinks, cuts), and distorted/pinched folds, wrinkles, waviness, and fold lines on the inflation and crimp balloons. The commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, sample devices from the lot underwent product verification (pv) testing. The samples were inspected for physical defects or damage. In addition, the inflation/crimp balloon bonds were visually inspected for tears or separations. Functional testing was performed, and inflation /crimp balloon bonds tensile strength were inspected. No failures occurred during product verification testing and the lot was released. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the valve was not deployed, no embolization occurred and the valve was able to be retrieved without additional difficulty. The complaint for ¿balloon ¿ torn¿ was confirmed based on visual inspection of the returned device. However, no manufacturing non-conformance were identified in the returned sample as dimensional inspection met specification. A review of lot history, DHR, complaint history, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, as no leaks were noted during device prep, it is likely damage to the crimp balloon occurred during use and was not present upon leaving the manufacturing facility. Based on available information, it is unclear when the balloon tear adjacent to the I/c bond occurred as relevant imagery was not provided for review. However, complaint history review revealed potential root causes for separation of the crimp balloon material proximal to the I/c bond previously identified and documented by edwards lifesciences. If the valve alignment process was performed in a tortuous anatomy, it may have resulted in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially damage the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Although the complaint description states that there were no problems during valve alignment, visual inspection revealed gouges on the flex tip, which suggest diving may have occurred. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tear in the inflation and crimp balloon bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. The complaint for balloon torn was confirmed. No manufacturing non-conformances were identified in the returned device. In this case, available information suggests that patient and/or procedural factors may have contributed to the complaint event. However, based on available information, a definite root cause cannot be determined at this time. No IFU/training manual inadequacies were identified. Review of complaint history reveals that the occurrence rate for the trend category did not exceed the february 2018 control limit. Therefore, no corrective or preventative action is required.